Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with weakness and dizziness. Upon device interrogation, the right ventricular (rv) lead exhibited unstable thresholds. The rv lead was capped and replaced, but the replacement rv lead exhibited no capture when connected to the existing ipg. The lead was disconnected and attached to a pacing system analyzer and good threshold measurements were observed. The physician decided to replace the ipg. No further patient complications have been reported as a result of this event.